Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 6.4 mmol/l with the instant system and 3.3 mmol/l with a laboratory device.

Manufacturer narrative:
Correction - d2b - procode and g1 - mfg site.